Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted call service alarm (B)(4). The reporter rebooted the pump, however the alarm recurred when a rewind step was attempted. The sequence of rebooting the pump and attempting a rewind step was repeated, and the alarm was emitted again. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple cs 064 call service alarms. During testing, the piston did not move while the rewind step was attempted, and a cs 078 call service alarm was emitted. The pump case was removed and the motor flex connection was observed to be intermittent.